Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with an ez steer¿ bi-directional electrophysiology catheter. The customer reported noticing that ablation catheter tip was bent when they took it out of the package. There was no patient consequence. Additional information was received. The damage did result in lifted or sharp rings, as electrode number 1 seemed to be ¿lifted¿ or twisted. The catheter was not used in patient. The issue was found at the very distal tip, between electrodes 1 and 2. The catheter was not pre-shaped. The catheter was not inserted in any sheath. The device evaluation was completed on 26-aug-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the area between the dome and second ring looked slightly bent, no other damage was observed. No electrode damage was identified during the visual inspection. However; due to the bent condition a manufacturing investigation was initiated to determine the root cause of the issue. It was concluded that the issue is not specifically a bent tip. According to the review, the catheter has a small deface in ring #1, as well as the polyurethane (pu) is observed to shift to the left side of the catheter window, this makes it appear that the tip is bent. During the catheter revision the deflection required by the process was verified and performed as required, as well as the electrical readings on the electrodes, the position of the rings which is the main contributor for the catheter to be perceived with the bent tip is acceptable according to the ring position control verified in keyence microscope which is executed to release the assembly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deviation on the tip identified during the inspection could be related to the shaft bent and electrodes damage issues reported by the customer. Even though the complaint is not related to manufacturing since the deviation is within the parameters, the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an ez steer¿ bi-directional electrophysiology catheter and an electrode lifted or twisted issue occurred. The customer reported noticing that ablation catheter tip was bent when they took it out of the package. There was no patient consequence. Additional information was received on 09-apr-2024. The damage did result in lifted or sharp rings, as electrode number 1 seemed to be ¿lifted¿ or twisted. The catheter was not used in patient. The issue was found at the very distal tip, between electrodes 1 and 2. The catheter was not pre-shaped. The catheter was not inserted in any sheath. The event was originally considered non-reportable, however, bwi became aware of the electrode lifted or twisted on 09-apr-2024 and have reassessed the event as reportable. The awareness date for this record is 09-apr-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).